Manufacturer narrative:
The manufacturing location for this product is greater (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4)has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: sanxin completed investigation investigation: 1 sample was returned to sanxin. Sanxin recheck same lot in process manufacturing record, lot size 20050 pcs, accordingly to the standard of semi-finished inspection product inspection, criteria appearance level s-4, aql 0.15, sampling plan 80 (0 1), inspected total of 2 batches, no foreign material was found. Sanxin recheck same lot finished products record, lot size 20050 pcs, sampling level g-iii, aql 0.015, sampling plan 800 (0 1), no foreign material was found. Sanxin rechecked the retained samples 5 pcs from same lot, no foreign material was found. Root cause: the probable cause for fm (spike part dirty) is that when the spike component were assembled, there is potential that the spike may fall onto the floor and induced foreign material on the surface. As the unqualified material container is full, there is chance that the unqualified part was mixed up together with other qualified products and flow into finished goods product. This is the most likely cause. Corrective action: educate and train the operator in the assembly line, to send the unqualified material into the proper unqualified container (at least 2 container per line), and ensure not to mixed up with qualified material. Conclusion: likely root cause is that when the spike component were assembled, there is potential that the spike may fall onto the floor and induced foreign material on the surface. As the unqualified material container is full, there is chance that the unqualified part was mixed up together with other qualified products and flow into finished goods product.

Event description:
It was reported that the bd¿ IV administration set a120f(bp) had foreign matter on the spike of the leur access device. Found before use. No serious injury or medical intervention noted.